Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (would not connect to an electrode belt) has been confirmed. Upon investigation the monitor failed incoming functionality testing. Upon evaluation, the j1001 connector was found to be unseated in the electrode belt connector. The cause for the failure was isolated to the unseated connector. The root cause for the unseated connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor would not connect to an electrode belt.